Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger ((B)(6)) found that the led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's wireless recharger had died and they wanted to replace it with a new one. There were no symptoms reported. Additional information was received reporting that the patient had to endure a week of being totally incapacitated which was avoidable. In the sequence of event: it was discovered (B)(6) evening when attempting to recharge the implantable neurostimulator (ins) that the recharger was faulty so a replacement was requested. On (B)(6), the ins was reading 0%. The patient was still functioning ok although they became more concerned about the problem..the next morning, the patient started to feel unwell. They started to cramp up, their hands were unable to function, and the patient could barely walk. The patient was totally dysfunctional by the end of the day. On jul-22nd, after spending the night in a chair, unable to walk or do anything, the patient was now hallucinating and stated they would have been hospitalized if their wife was not there. The patient's wife was on the phone all day with medtronic trying to get someone to help in finding the recharger which was ordered on the (B)(6), the patient's condition was deteriorating, barely able to eat and drink. That evening, they managed to locate a recharger but the patient's wife needed instructions on setting up the handheld programmer. On (B)(6), they spoke with the hospital who instructed them on how to set up the programmer. The result was almost instantaneous and the patient was able to move again. The patient stated as a result of failing to deliver a recharger in time (from jul 19th to jul 25th) for the patient to charge up their ins, the patient also lost all bladder control.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.